Event description:
The refill clinic had been getting much more drug back than expected on refills; the amounts were not reported. In addition, the pt had increased pain. At surgery, the catheter was not patent; it was occluded, so it was thought that the problem was likely the catheter. The pump and catheter were replaced. On the back table, they aspirated the drug from the old pump; they expected to get 11.4 mls, but got all 18 mls, so the pt hadn't been getting any drug since the last refill visit. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
The pump and a portion of the catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.